Manufacturer narrative:
Product complaint (B)(4). Investigation summary it was reported that the handles wouldn¿t stay attached to tray trials. Surgical delay was unknown. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that one prong slightly bent in an downwards direction. No other defects were observed. Functionally allegation can be attributed to the observed bent condition. A functional test was not performed due to the post-manufacturing damage. The observed condition of the device can be attributed to a combination of heavy use and unintended use error due to prying up and downward the instrument during use. The overall complaint was confirmed as the observed condition of the attune alignment handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the handles wouldn¿t stay attached to tray trials. Surgical delay was unknown.

Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.